Manufacturer narrative:
The glidescope core 10-inch monitor and a glidescope core quickconnect cable used in the procedure were returned to verathon for evaluation. A verathon technical service representative evaluated the core 10-inch monitor and core quickconnect cable and was unable to confirm the video image failure; the video image remained normal during all testing. The customer's quickconnect cable was connected and disconnected to the customer's core 10-inch monitor 15+ times each from ports a and b without causing an image failure. The cable connection was reversed and the tests were repeated with the same result; no image failure. The glidescope core quickconnect cable was manipulated while connected to both the a and then the b ports and the image remained constant. The camera image quality test was performed and passed. The glidescope core 10-inch monitor and the glidescope core quickconnect cable were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core 10-inch monitor, the image would freeze. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.